Manufacturer narrative:
Lead: model 3487a, lot# j0110932v, implanted: (B)(6) 2001, explanted: na. Extension: model neu_unknown_ext, serial# (B)(4), implanted: (B)(6) 2001, explanted: na. Antenna: model 37092, lot# 293780002. Programmer: model 37743, serial# (B)(4). Adaptor: model 74001, lot# n312433, implanted: (B)(6) 2011, explanted: na.

Event description:
It was reported that the patient had an implantable neurostimulator revision and pocket cultures indicated that the patient had an infection. Additional information had been requested, but was not available as of the date of this report.